Event description:
Doctor was attempting to deploy an embolization coil during a hepatic artery radioembolization planning exam. As the coil was being advanced through the microcatheter, there was significant resistance. The coil was re-sheathed and the microcatheter was exchanged for a new microcatheter. Doctor then attempted to advance the coil, again meeting with resistance. The coil could not be advanced through the microcatheter and into the patient. The coil was removed/re-sheathed and sent to manufacturer as defective.